Event description:
The user facility reported that the device overheated. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Event description:
The user facility reported that the device overheated. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.